Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urgency frequency. It was reported that the caller reported seeing a message that the system is operating at maximum settings and therapy cannot be increased. The rep was seeing all orange across the board and could not get stimulation to go higher than 0.3 on anything. Electrode 0 had yellow all contacts showing >4000 ohms. Technical services had the rep check all contacts and noticed everything with 0 showed >4000 ohms but the other contacts were in normal range of 956-2308 ohms for the other 3 contacts. Technical services reviewed to choose programs that didn't use contact 0 which left program 1 and 6. The patient was able to feel stimulation at 2.0ma on program 2. Issue related to therapy was resolved. Issue related to the why contact 0 is showing >4000 ohms is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.